Event description:
It was reported that during a right upper lobectomy procedure, the stapler misfired, one row of staples did not form when firing the stapler. The case was completed by oversewing the staple line. No patient consequence reported.